Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen [2000 mcg/ml] at an unknown dose via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the patient had an infection at the pump site on (B)(6) 2017. The patient was a smoker was noted as a factor that may have led or contributed to the issue. ¿n/a¿ was stated in response to diagnostics/troubleshooting performed. As surgical intervention taken to resolve the issue the infected pump was explanted and a new pump was implanted on the other side of the patient¿s body. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred). The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. It was indicated that the explanted pump would not be returned as it was discarded. No further complications were reported or anticipated.